Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the site staff held down the 3d spin button on the imaging system's hand-switch, the tube/detector rotated into start position, then an error appeared on the mobile view station (mvs), 'framerate too low, disconnect umbilical cable'. They pressed okay on the message and went right into another spin and it worked normally without any delay to case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. On site investigation revealed that the rotor would rotate into place for a 3d spin and intermittently not start the spin, resulting in an 'x-ray initialization' error in the logs. Replacement of the atp board resolved the issue. No further issues were reported. Analysis of the returned atp board could not confirm any failure as it passed all functionality testing and functioned without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site staff held down the 3d spin button on the imaging system's hand-switch, the tube/detector rotated into start position, then an error appeared on the mobile view station (mvs), 'framerate too low, disconnect umbilical cable'. They pressed okay on the message and went right into another spin and it worked normally without any delay to case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.